Manufacturer narrative:
The product was not returned for evaluation. The reporter was unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It was also reported that the cannula appeared bent after the pod was removed from the site. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 25.5 mmol/l (460 mg/dl) after wearing the pod for 1 hour on the abdomen. When the pod was set, the patient's bg levels were at 10 mmol/l (180 mg/dl). An hour later, patient noticed the adhesive was wet and reported that insulin was leaking from the pod. After realizing his bg levels climbed to 25.5 mmol/l (460 mg/dl), he decided to replace the pod with a new one. Upon removing the pod, it was noted that the cannula appeared bent. In addition, the patient was unsure if the cannula was properly seated in the infusion site. Patient also reported that he could not provide an exact occurrence date.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. No leaks were observed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.